Event description:
Pt called local fire dept after losing consciousness multiple times. Upon presentation to emergency room, her rate was noted to be in the low 20's with no apparent output of her implanted pacemaker. She was taken to the cardiac cath lab where a temporary pacemaker was placed. Attempted interrogation of her pacemaker was not possible as the battery was completely depleted. The following day, her pacemaker was replaced and she was stabilized.